Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that when the patient was trying to bolus the handset lagged at 91%. They bolus 16x a day. Agent reviewed data and how to clear the data from the handset.

Event description:
Additional information was received from the patient reporting that they were experiencing connection lag on their handset. Patient mentioned then they bolus the handset shows "connecting no other words" then patient would need to start all over. Patient added they had been experiencing the issue for quite a few months probably 6-8 months and became more frequent. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient did mention that they had been doing the same steps. Patient would call back when they need further assistance. Patient called to follow up on the personal therapy manager (ptm) issue. The patient stated they called yesterday and mentioned when they bolus the handset shows "connecting no other words" then patient would need to start all over. Agent had patient disable the tutorials in the application and restart the app a few times, during the call the patient did no experience the handset showing " connecting with no other words". The patient stated if they run into the issue again they would record it and follow up with healthcare provider (hcp) at next the visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.